Event description:
It was reported that the possible cause was that the stimulation was turned off because the battery was out of charge. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about six months ago, one of the patient's implants unexpectedly turned off. A visit to the hospital was made to have it turned back on. Charging was done at the hospital before patient returned home. It's possible that the stimulation might have been turned off due to a lack of charge, but the details were not clearly remembered. Agent explained that if the issue was due to a lack of charge, the device could be turned back on using the handheld controller after recharging. Instructions were provided on how to operate it. If there was still no improvement, it was recommended patient consult with a medical institution. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.